Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2025).

Event description:
It was reported that twenty four days post filter placement procedure, filter allegedly displaced. It was further reported that the filter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral delivery system kit was received and evaluated. The component received is a filter. The sample appeared to have blood residue throughout. Upon visual evaluation, filter was received alone with legs uncrossed. No other visual anomalies were noted. No functional performed due to the nature of the complaint. Therefore, based on the findings, the investigation remains inconclusive for the reported unintended movement issue. The investigation is confirmed for the identified filter tilt issue. One photo was provided and reviewed. The photo shows the vena cava filter placed in a container. The filter seems to be normal. Based on the photo, it is hard to evaluate the reported unintended movement issue as the filter looks normal. Hence, the reported unintended movement issue is inconclusive. Two images were provided and reviewed. The image of intraoperative venogram shows the vena cava with a larger diameter. The image of computed tomography scan of the abdomen shows the filter appears tilted within the vena cava. Based on the image review, the filter tilt issue is identified. A definitive root cause for the reported unintended movement issue and the identified filter tilt issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025)

Event description:
It was reported that twenty four days post filter placement procedure, filter allegedly displaced. It was further reported that the filter was removed. There was no reported patient injury.